Event description:
The adhesive on the boarder leaves sticky ball residue on the patient when accessing the wound and minor repositioning. The dressing leaves product residue on the patient's wound.

Manufacturer narrative:
The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No complaint samples were available but a photograph was provided. An assessment found that the silicone was left on the handle and the detached silicone formed a ball like object on the dressing. A review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. The wound contact surface of allevyn life is coated with a gentle silicone adhesive layer that ensures non traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.